Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.). The customer reported a blood glucose value of 22 mmol/l. The customer was treated with an insulin pump, and an insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm, and was able to rewind the pump. The insulin pump did not displacement test. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0877 inches. Pump¿s history and trace files downloaded successfully using thump software. No pump error 130 alarms noted during testing. However, pump error 130 confirmed in the pump history/trace files on [(B)(6) 2025 at 03:01:38.000]. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. In further full review of the pump history on the event date of (B)(6) 2025 bolus daily delivery total was [53.775u]. Basal daily delivery total was [9.225u]. Pump was cut open to perform visual inspection and found corrosion damage on the motor and severe moisture damage on the keypad flex connector / pcba 1 j6, j7 / pcba 2 / force sensor. Test sc1-cap properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, and stained keypad overlay. Alleged pump error 130 alarms confirmed in the pump history files on (B)(6) 2025 due to corroded motor home switch. Unable to verify customer alleged for high bgs. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.